Event description:
It was reported that pump touchscreen was unresponsive. There was no reported impact to the customer¿s blood glucose level. Customer declined further investigation or assistance, and no additional troubleshooting or corrective actions were performed by technical support.